Manufacturer narrative:
A steris service technician arrived onsite to inspect the system 1e processor and found that the water hose from the incoming water system to the a/b filter had separated at the crimp fitting subsequently causing the reported event to occur. The technician replaced the uv hose assembly ran a test cycle and confirmed the unit to be operating properly. The processor was returned to service and no additional issues have been reported.

Event description:
The user facility reported that water leaked from their system 1e processor. No report of injury, procedure delays or cancellations.